Event description:
The handpiece was returned to the MFR for service, and during the investigation it was noted that the device was leaking an unknown substance. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
H6: the handpiece was received at the MFR for service and eval. During the investigation the device was leaking. Based on the investigation details, corrosion was found and problems with the high speed coupler, motor, e-box, and other components. Signs of an attempted non-manufacture repair were found, which may have been a cause for the leaking.